Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of loop failure to cut. Block h10: the returned captiflex was analyzed, and a visual evaluation noted that the cautery pin prongs were closed. A functional evaluation was done through an active cord gauge (go/ no go) test and the device failed due to the cautery pin prongs being closed. A continuity test was done and the device passed since the device's electrical resistance was within specification. No other issues with the device were noted. The reported event of device failure to deliver energy was unable to be confirmed since the device passed the continuity test upon return even with the damage encountered. The reported event of loop failure to cut was unable to be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. During product analysis it was found that the cautery pin prongs were closed. Based on the information available and the analysis of the returned device, the code selected as the most probable complaint cause is manufacturing deficiency. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a captiflex was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the doctor attempted to remove a polyp with the snare to which the snare would not power to cut through the polyp. The procedure was completed with another snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the doctor attempted to remove a polyp with the snare to which the snare would not power to cut through the polyp. The procedure was completed with another snare. There were no patient complications reported as a result of this event.